Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported observation of ipg at end of life (eol) was not confirmed. The root cause of the reported observation was not ascertained. The device also had not reached elective replacement indication (eri).the patient had 2 devices, and both were changed at the same time. It was noted the other implanted device had reached eol. A review of the ipg diagnostic logs using the uep tool and a review of the programmer logs returned from the field determined the device was fully functional at the time of explant with a battery voltage of 2.8v.